Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at home when they felt dizzy and had a "fast heartbeat" and difficulty breathing. The cgm was 189 mg/dl but they were unable to check their bg. They started vomiting and continued to have difficulty breathing. The patient's spouse called an ambulance and when they arrived, emergency medical technicians checked her bg and it was 630 mg/dl while the cgm was still 189 mg/dl. The patient was treated with liquid IV and insulin shots and taken to the hospital. The patient was taken to the intensive care unit and they removed the insulin pump and sensor. When they checked a bg it was 599 mg/dl. The patient was in the ICU for 2 days and continued to receive liquid IV treatment until she was discharged. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.